Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: multiple call service (cs) 087 alarms were observed in the black box. During investigation a cs 69 alarm was reproduced during the rewind; the remaining steps were unable to be completed. A ¿cs69¿ failure was written as ¿cs87¿ failure in history. A component failure was found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 087 alarm issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.